Event description:
It was reported that during a patient exam, where there was an expectation of contrast intake, no contrast was visible in the image. The images and k calibration data from the system were evaluated by an imaging scientist and it was determined that the swirl phantom used by the field engineer for the initial calibration needed to be replaced due to degraded phantom quality. The imaging scientist instructed the customer to manually update the system k factor and perform qc test before and after the update to confirm improved image quality.